Event description:
It was reported that 1.5 hours into a da vinci s left side oophorectomy surgical procedure, while using a blunt dissection technique to dissect the patient's left ovary from the pelvic side wall, two pieces of the permanent cautery hook instrument broke off and fell inside the patient. Both pieces were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. The surgical procedure was lengthened approximately 45 minutes; however, there was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument along with the two broken pieces from the instrument were returned and evaluated. Per the customer reported complaint, engineering observed that the instrument has one distal clevis ear approximately .284" x 248" broken off. The tip is dislodged as a result of the damage, which caused the conductor wire cap to loosen. There was no damage to the conductor cap observed. The instrument also passed electrical continuity testing. Engineering concluded that breakage of the distal clevis ear was most likely caused by overloading at the tip. Per the information provided, the instrument pieces were retrieved from the patient and the procedure was successfully completed without incident.